Manufacturer narrative:
Additional information was received that the reported failure would result in activation of alternate o2 which mitigates loss of fresh gas flow. Therefore, there was no reportable malfunction.

Manufacturer narrative:
The customer declined service. No repair information available. Block a: no report of patient involvement. D4. Primary UDI number: no UDI available as device was manufactured prior to UDI compliance date. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in potential loss of o2. There was no patient involvement.